Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 70 mg/dl after being treated for the low. The customer was given food and juice to treat. The customer did not mention any low symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer went as high as 254 mg/dl after the low, and was sluggish in speech and walking. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that on (B)(6) 2019, customer went as high as 254 mg/dl after the low, and was sluggish in speech and walking. The customer was brought to the emergency express care to get help operate the insulin pump. Troubleshooting was not completed as the customer did not have the necessary consumables to complete a set change.